Event description:
It was reported that during a surgery, a at3 mini driver bit tips broke for a percutaneous scaphoid. Surgeon was able to get all the pieces removed. A 5 min delay was reported with no adverse effect to the patient.

Manufacturer narrative:
The device was returned for investigation. Additional reporting on this event will be provided as a follow up report at the conclusion of the investigation.

Manufacturer narrative:
A visual examination under magnification of the returned t8 cannulated hexalobe driver (pn 80-4151) and t8 cannulated stick fit hexalobe driver (pn 80-4155) was performed. The returned t8 and t8 stick fit confirmed to have reported batch numbers. Both drivers had general signs of wear, and both had their hex tips fractured. Neither of these fractured pieces were returned. Torsional and oblique fracture patterns were identified at the transition from the shaft to the hex tip. Additionally, the edges of the broken hex tip show some twist or angling, indicating that the driver tip twisted before fracture. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. The broken t8 driver measured 3.415" long indicating that the fracture occurred approximately 0.085" inches from the end of the driver, and the broken t8 stick fit measured 3.448" long indicating that the fracture occurred approximately 0.052" inches from the end of the driver. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. No definitive conclusion can be made.